Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited oversensing and pacing inhibition on the right atrial (ra) lead. There was no asystole. The ra lead was surgically abandoned and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.